Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood/body fluid observed in the lead lumen. A guidewire insertion test was performed, but was unable to be fully inserted. There was foreign material (blockage) noted inside of the lead lumen. The foreign material is likely an agglomeration of blood/body fluid and polymer from the lead/guidewire interaction. Based upon the clinical observations and the laboratory findings, analysis confirmed the wire movement difficulty.

Event description:
It was reported that during the procedure, when attempting to insert the left ventricle lead (lv), it could not be advanced. A competitor's guidewire was used to advance the lead, but it became stuck. The physician tried to reintroduced the guidewire form the other end (back filled), but the same issue occurred, and the guidewire became stuck inside the lead. It was stated that either a blood clot or possible internal lead damage, may have been the reason for the guidewire becoming stuck. Ultimately, no lv lead was implanted during the procedure. No adverse effects to the patient were reported. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during the procedure, when attempting to insert the left ventricle lead (lv), it could not be advanced. A competitor's guidewire was used to advance the lead, but it became stuck. The physician tried to reintroduced the guidewire form the other end (back filled), but the same issue occurred, and the guidewire became stuck inside the lead. The rep indicated that a blood clot, or possible internal lead damage may have been the reason for the guidewire becoming stuck. Ultimately, no lv lead was implanted during the procedure. No adverse effects to the patient were reported. The lead is expected to be returned for analysis.